Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter was blocked which caused a leak.

Manufacturer narrative:
The reported event was inconclusive due to poor sample condition. A photo was received for evaluation, and it was unable to be determined what the material composition of matter was inside the photo. A full investigation on the functional evaluation could not be perform on the sample since no physical sample was returned. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "warning: on catheter, do not use ointments or lubricants having petrolatum base. They will damage latex and may cause the balloon to burst. For urological use only. Valve type: use luer slip tip syringe. Do not use needle. Single patient use only. Do not reuse. Do not resterilize. Caution: do not aspirate urine through drainage funnel wall. This product contains natural rubber latex which may cause allergic reactions." 1065, 2199: "nl".

Event description:
It was reported that the catheter was blocked which caused a leak.